Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the bd microlance¿ 3 needle punctured the antibiotic vial stopper, part of the rubber was sheared off into the bottle. The following information was provided by the initial reporter, translated from french: "while preparing injectable treatments, when I tapped my antibiotic bottles, I realised that a small piece of the rubber seal had gone into the bottle."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300637 and potential lot numbers 210701 and 211024. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the provided feedback, we understand that a coring issue could have taken place. As no issues were identified with the production process and taking into account the preventive measures in place, we believe it is unlikely that this incident resulted from poor or insufficient de-burring of the cannula component. As part of the incoming inspection process, cannulas are visually examined, measured, and penetration tests are performed.

Event description:
It was reported that when the bd microlance¿ 3 needle punctured the antibiotic vial stopper, part of the rubber was sheared off into the bottle. The following information was provided by the initial reporter, translated from french: "while preparing injectable treatments, when I tapped my antibiotic bottles, I realised that a small piece of the rubber seal had gone into the bottle."

Event description:
It was reported that when the bd microlance¿ 3 needle punctured the antibiotic vial stopper, part of the rubber was sheared off into the bottle. The following information was provided by the initial reporter, translated from french: "while preparing injectable treatments, when I tapped my antibiotic bottles, I realised that a small piece of the rubber seal had gone into the bottle."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.